Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the final period of the laparoscopic oophorectomy, the tip of the device broke and the surgeon withdrew the part from the patient's cavity with permanent surgical instruments without patient intercurrences. No patient harm.